Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure intrauterine sterilization and thermal baloon endometrial ablation performed on the same day". The patient's concurrent conditions included eyeglasses wearer (since she is 12), leiomyoma nos, adenomyosis, chronic cervicitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urticaria ("skin rashes / hives/rash"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue"), pelvic pain ("pain"), visual impairment ("can't prescribe tright anymore. I can barely see outta any pair of glasses anymore. I feel like I need bifocals"), dyspareunia ("painful intercourse"), arthritis ("joint inflammation"), arthralgia ("knee pain"), menorrhagia ("heavy bleeding"), menstruation irregular ("irregular periods") and rash ("skin rashes") and was found to have weight increased ("gain about 10 lbs"). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, infection, anxiety, depression, urticaria, migraine, abdominal distension, fatigue, pelvic pain, visual impairment, dyspareunia, weight increased, arthritis, arthralgia and rash outcome was unknown and the menorrhagia and menstruation irregular had resolved. The reporter considered abdominal distension, anxiety, arthralgia, arthritis, depression, dyspareunia, fatigue, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, urticaria, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: insertion date (B)(6) 2008 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: there are bilateral tubal occlusion devices in place. Lot number: 627306 manufacture date: (B)(6) 2008 expiration date: 2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Event added: essure intrauterine sterilization and thermal baloon endometrial ablation performed on the same day. Reporters information and medical history were added. Event perforation nos updated to uterine perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, rash, migraine, abdominal distension, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included eyeglasses wearer (since she is 12). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue"), pelvic pain ("pain") and visual impairment ("can't prescribe tright anymore. I can barely see outta any pair of glasses anymore. I feel like I need bifocals"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, rash, migraine, abdominal distension, fatigue, pelvic pain and visual impairment outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation, rash and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event (vision decreased) was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included eyeglasses wearer (since she is 12). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urticaria ("skin rashes / hives/rash"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue"), pelvic pain ("pain"), visual impairment ("can't prescribe tright anymore. I can barely see outta any pair of glasses anymore. I feel like I need bifocals"), dyspareunia ("painful intercourse"), arthritis ("joint inflammation"), arthralgia ("knee pain"), menorrhagia ("heavy bleeding") and menstruation irregular ("irregular periods") and was found to have weight increased ("gain about 10 lbs"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, urticaria, migraine, abdominal distension, fatigue, pelvic pain, visual impairment, dyspareunia, weight increased, arthritis and arthralgia outcome was unknown and the menorrhagia and menstruation irregular had resolved. The reporter considered abdominal distension, anxiety, arthralgia, arthritis, depression, dyspareunia, fatigue, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there are bilateral tubal occlusion devices in place. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs received: lot number, product expiration date, were added. Events: heavy bleeding and irregular periods, knee pain, joint inflammation, weight gain, hives, painful intercourse were added. Reporters and demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included eyeglasses wearer (since she is 12). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urticaria ("skin rashes / hives/rash"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue"), pelvic pain ("pain"), visual impairment ("can't prescribe tright anymore. I can barely see outta any pair of glasses anymore. I feel like I need bifocals"), dyspareunia ("painful intercourse"), arthritis ("joint inflammation"), arthralgia ("knee pain"), menorrhagia ("heavy bleeding"), menstruation irregular ("irregular periods") and rash ("skin rashes") and was found to have weight increased ("gain about 10 lbs"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, urticaria, migraine, abdominal distension, fatigue, pelvic pain, visual impairment, dyspareunia, weight increased, arthritis, arthralgia and rash outcome was unknown and the menorrhagia and menstruation irregular had resolved. The reporter considered abdominal distension, anxiety, arthralgia, arthritis, depression, dyspareunia, fatigue, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there are bilateral tubal occlusion devices in place. Lot number: 627306 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included eyeglasses wearer (since she is 12). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), urticaria ("skin rashes / hives/rash"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue"), pelvic pain ("pain"), visual impairment ("can't prescribe right anymore. I can barely see outta any pair of glasses anymore. I feel like I need bifocals"), dyspareunia ("painful intercourse"), arthritis ("joint inflammation"), arthralgia ("knee pain"), menorrhagia ("heavy bleeding"), menstruation irregular ("irregular periods") and rash ("skin rashes") and was found to have weight increased ("gain about 10 lbs"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, urticaria, migraine, abdominal distension, fatigue, pelvic pain, visual impairment, dyspareunia, weight increased, arthritis, arthralgia and rash outcome was unknown and the menorrhagia and menstruation irregular had resolved. The reporter considered abdominal distension, anxiety, arthralgia, arthritis, depression, dyspareunia, fatigue, infection, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there are bilateral tubal occlusion devices in place. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4) .references , reporters information and event : skin rashes were updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), migraine ("migraine"), abdominal distension ("bloating"), fatigue ("fatigue") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, infection, anxiety, depression, rash, migraine, abdominal distension, fatigue and pelvic pain outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, infection, migraine, pelvic pain, perforation and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.